Manufacturer narrative:
Block b3: exact date unknown, event occurred during the explant date prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(6), batch: 7071363, UDI: (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation due to impedance. The patient underwent a spinal cord stimulator (scs) explant procedure. No further information has been obtained.